Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique that resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the area was not clean prior to starting therapy and the caregiver was not properly trained. On an unreported date, the patient was hospitalized and received treatment with injection cefazolin (1 gram, frequency and route not reported) and cefipime (1gram, frequency and route not reported) for the peritonitis event. It was reported that the patient's pd catheter was removed and dianeal therapy was discontinued. Patient outcome was not reported. It is unknown if the patient was retrained on proper aseptic technique. No additional information is available.